Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis with (B)(6) in a patient coincident with dianeal pd4 ultrabag and extraneal viaflex therapies. In (B)(6) 2001, the patient began treatment with dianeal pd4 ultrabag and extraneal viaflex (dose, frequency and lot number not reported) intraperitoneally (ip) for capd (continuous ambulatory peritoneal dialysis. On (B)(6) 2010, the patient experienced bacterial peritonitis and was hospitalized the same day. The cause of the peritonitis was not reported. Treatment provided, if any, was not reported. On an unreported date, pd therapy was stopped as the patient was transferred to hemodialysis. At the time of this report, the patient remained hospitalized. The outcome for the bacterial peritonitis was not reported. Concomitant medications were not reported. The nurse believed the event of bacterial peritonitis was not related to pd therapy.